Event description:
As reported by the user facility: reports the catheter tip broke off into the pt. The pt was a (B)(6) yr old female with a history of complaints of abdominal pain. The procedure performed was a dsct of the thoracic aorta. The doctor did not note if there was any resistance when removing the catheter. A CT scan performed showed the foreign body (<1cm) between spinous process of l2 and l3, well dorsal to the spinal canal. The pt did not suffer any ill effects. The surgeon did not recommend any treatment or procedure to remove the catheter fragment.

Manufacturer narrative:
This report has been identified as b. Braun medical inc internal report #(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample or lot number, a thorough evaluation could not be performed and no specific conclusions can be drawn. While no specific conclusion can be drawn, incidents of this nature can occur when a catheter becomes lodged between rigid body structures and is stretched beyond its design capabilities; or if the catheter is withdrawn or partially withdrawn through the needle, thereby shearing the catheter. Per the instructions for use (IFU) for the reported product catalog number, "caution: do not withdraw catheter through needle because of the possible danger of shearing." No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or catheter material number. All available information has been forwarded to the device manufacturer of the catheter. If additional pertinent information becomes available, a follow-up report will be filed.